Event description:
A hospital pharmacist reported that a patient had insulin infusing; the volume ran out and the device went into kvo mode. This changed the insulin rate from 1 to 5 for an unspecified period of time. Insulin in the initial data set is 1 unit/1 ml and the kvo rate is 5 ml/ hr. Intended programming parameters were requested but not yet provided. There was no report of patient harm or medical intervention required. Although requested, no further patient/ event information is available.

Manufacturer narrative:
(B)(4). Although requested, device has not been received. A follow up report will be submitted with failure investigation results should the device be received for evaluation.